Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2. -16.0/1.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was replaced with a shorter length lens. This resolved the problem. The lens was implanted, removed, and replaced intraoperatively.